Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2003. The pt's vessels were reported to be mildly calcified with some thrombus, and the pt's inferior mesenteric artery was occluded prior to the implant procedure. No complications were reported without difficulty. It was reported that the hypogastric and renal arteries were patent at the conclusion of the procedure. As the pt recovered from anesthesia, it was discovered that the pt had lost motor function from the waist down. The pt was treated with steroids, anticoagulants, and a spinal drain, but there has been no increase in motor function.